Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The investigation is unconfirmed for the reported inflation and deflation issue. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584. Pta balloon dilatation catheter allegedly experience deflation problem and difficult to inflate. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.